Event description:
Bayer case number: (B)(4) allergy/intolerance to nickel [nickel allergy], abdominal pain [abdominal pain] , inflammatory reactions on tubes where essures were present [salpingitis], pain / pelvic pain [pelvic pain], fatigue [fatigue] , insomnia [insomnia] , skin rash [skin rash] , unusual frequent heavy bleeding [genital bleeding] , headaches [headache] , asthenia [asthenia], dizziness [dizziness] , impaired concentration [concentration impaired] , short-term memory [short-term memory impairment] , impaired vision [visual impairment] , hair loss [hair loss] , burning sensation in arms and legs [extremities burning sensation of] , tingling in ankles [tingling of extremity] , anxiety [anxiety] . Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ("allergy/intolerance to nickel"), abdominal pain ("abdominal pain"), salpingitis ("inflammatory reactions on tubes where essures were present") and pelvic pain ("pain / pelvic pain") in a 35-year-old female patient who had essure inserted (lot no. C64473, c61990). Additional non-serious events are detailed below. The patient had a medical history of gastroenteritis, parity 2, hiatal hernia and termination of pregnancy - elective. Concurrent conditions were listed as drug allergy, tobacco user, menorrhagia and dysmenorrhea. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain (seriousness criteria medically important and intervention required), fatigue ("fatigue") and insomnia ("insomnia"). In (B)(6) 2018 she experienced allergy to metals (seriousness criteria medically important and intervention required), salpingitis (seriousness criterion medically important) and pelvic pain (seriousness criterion medically important). Essure was removed on (B)(6) 2018. On unknown date she experienced rash ("skin rash"), genital haemorrhage ("unusual frequent heavy bleeding"), headache ("headaches"), asthenia ("asthenia"), dizziness ("dizziness"), disturbance in attention ("impaired concentration"), memory impairment ("short-term memory"), visual impairment ("impaired vision"), alopecia ("hair loss"), burning sensation ("burning sensation in arms and legs"), paraesthesia ("tingling in ankles") and anxiety ("anxiety"). The patient was treated with surgery (essure removed via laparoscopy. Salpingectomy with bilateral uterus horn resection.). At the time of the report, the outcomes for allergy to metals, abdominal pain, salpingitis, pelvic pain, fatigue and insomnia were unknown. The reporter considered abdominal pain, alopecia, anxiety, asthenia, burning sensation, disturbance in attention, dizziness, fatigue, genital haemorrhage, headache, insomnia, memory impairment, paraesthesia, rash and visual impairment to be related to essure administration. No causality assessment was received for essure with regard to salpingitis, allergy to metals or pelvic pain. The reporter commented: insertion details: on (B)(6) 2015 it was inserted the left essure (lot number c64473). On (B)(6) 2015 the right essure was added (lot number c61990). Essure was removed as per patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.202 kg/sqm. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: allergy to metals: the analysis revealed 479 cases (excluding this case). Abdominal pain: the analysis revealed 2475 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Dsil end. Lot number c61990 manufacturing date: 30-may-2014 expiration date: 31-may-2017. Lot number c64473 manufacturing date: 11-jun-2014 expiration date: 30-jun-2017. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 05-may-2025: events "skin rash, unusual frequent heavy bleeding, headaches, dizziness, asthenia, impaired concentration, short-term memory, impaired vision, burning sensation in arms and legs, tingling in ankles, anxiety", reporter lawyer added. Essure model updated to 305. Coding of the events is updated for the verbatim "inflammatory reactions on tubes where essures were present" from inflammation to salpingitis and for "pain / pelvic pain" fron pain nos to pelvic pain. Upgraded the seriousness of the events "inflammatory reactions on tubes where essures were present" and "pain / pelvic pain" to medical significant. Ccc updated. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report